Event description:
Customer reports to viasys medsystems in 2006 that, "the reporter said, "the external plastic that keeps tension wasn't secure, kept looping inside the abdomen wall." Family member attempted to reposition the device but was unable to, so took the pt to hospital. The registrar also failed to get the device in place. The pt subsequently developed peritonitis. The right angle fixture appeared insecure. There were problems in establishing its position." The following month received follow-up letter from hospitals. Surgeon reports that the part became insecure 2 days after the peg was initially placed with correct positioning. Indicates that the tube was in insecure state for about 24 hours before admission of pt to hospital. Additionally, the internal bolster stayed positioned in the stomach and the pt has recovered from the peritonitis.